Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test multiple times since the previous day. The patient's blood glucose at the time of incident is unknown. The customer mentioned that the pump was currently working after changing to a new (B)(4) battery. Troubleshooting was initiated for the failed battery test. The battery cap contacts were not missing or damaged; however, the customer noticed that the contacts were slightly worn. The customer was advised to monitor the pump and to revert to his medically prescribed back-up plan until a new battery cap arrives. No products were returned and a replacement battery cap was shipped to the customer in order to rule the battery cap out as the cause of the alarms.